Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. A replacement glidescope core 2m quickconnect cable was provided to the customer and the subject glidescope core quickconnect cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the reported failure. When connected to verathon's test equipment, the test monitor ceased to recognize the test camera connected with the customer's cable. The customer's cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the cable was scrapped due to the customer already being provided a replacement cable and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope core quickconnect cable, the image on the connected glidescope core 15-inch fhd monitor was freezing and splitting image. It was reported that the image would freeze on the screen and then reappear after a delay of five (5) seconds. Consequently, this resulted in an unspecified delay in the placement of the endotracheal tube. No use of a backup device or harm to the patient was reported. The customer reported isolating the issue to the glidescope core quickconnect cable.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.